Manufacturer narrative:
Investigation: 3m team members visited the facility to investigate this report. Endotracheal tube (ett) taping technique was discussed. Clinician from picu reported the infant had excess oral secretions and the endotracheal tube (ett) was not secured per unit's normal protocol. Clinician stated these factors contributed to the unplanned extubation. Clinician stated they have been using the product for two weeks with good success. No other unplanned extubations have occurred. All production lots sent to us and (B)(6) customers were also reviewed. Batch production and retain test data met specification.

Event description:
Customer reported 3730-1 multipore dry tape was used to secure an infant's endotracheal tube (ett). The infant reportedly had a critical airway and excess oral secretions. The tape allegedly did not stay adhered to skin and the infant experienced an unplanned extubation requiring reintubation. No trauma occurred with reintubation and there were no known injuries as a result of the unplanned extubation. Customer reported taping technique may have contributed to the event as the ett was not secured per unit's usual protocol.